Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of fever, chills and elevated wbc were noted. The physician believed that the infection was not procedure related and it was unknown if it was device related. The patient was placed on antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-9208-15e, serial number: (B)(4), batch/lot number: 19152492/19152492, model/catalog description: precision s8 trial adapter 15 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of fever, chills and elevated wbc were noted. The physician believed that the infection was not procedure related and it was unknown if it was device related. The patient was placed on antibiotics. The patient underwent an explant procedure.